Event description:
It was reported by the hospital that the patient underwent a total knee replacement on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No conclusion can be made as to the cause of the event. The sections could not be completed as the information involves multiple revisions/patients and/or is unknown: date of event; expiration date; date implanted; date explanted; manufacture date. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The components were returned to biomet following a report of loosening. The inferior articulating surface had multiple pits which were much more severe in depth and number, and may be due to the presence of some third body particles. The tibial component appears well placed. The pre-revision radiographs suggest that the femoral component was angled off-centre. The positioning of the bearing markers suggest that the bearing is overhanging just off the edge of the tibial tray, an observation which is supported by the curved deformity on the posterior aspect of the bearing. Radiolucencies can now be seen beneath the tibial tray both laterally and anteriorly to the knee. Based on the observations made on both the components and the radiographs associated with the case, it appears that such loosening may have been due to suboptimal cementing and / or the position of the femoral component.

Manufacturer narrative:
Additional information was received on (B)(4) 2014 including item number and lot number. All information related to this information including manufacture and expiration dates and item name have all been updated in this medwatch.